Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2010; 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that an alert triggered due to high right ventricular (rv) defibrillation impedance. The rv and superior vena cava (svc) impedances have been unstable and the svc has also been high. The left ventricular (lv) lead has also exhibited an impedance fluctuation over the same period of time. The leads remain in use. No patient complications have been reported as a result of this event.